Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead broke. Patient underwent sternotomy with bypass for removal of leads. No new lead was implanted. No additional adverse patient effects were reported.